Event description:
The customer reported high hemoglobin and white blood cell results and low red blood cell results on quality controls (qc) run on a coulter hmx hematology analyzer with autoloader, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The blood sampling valve (bsv) from the instrument was returned to beckman coulter and evaluated. The engineer observed that the center section pin was worn out, confirming the field service engineer's report. Because of this damage, the bsv could not be installed and tested in an instrument.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/24/2015 and found that the blood sampling valve (bsv) and bsv actuator shaft were worn, causing the control recovery issues. The fse replaced the bsv and bsv actuator, and adjusted the calibration factors to fix the control recovery issue. The repairs were verified per established service procedures. (B)(4).